Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: there is no 510(k) given for this device. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign material on the needle. No report of injury or medical intervention. No report of blood exposure to mucous membrane.